Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the verbatim: customer stated that ¿primary IV tubing spike broke in half in the fluid bag when spiked. 1. Was there any harm or injury to the patient, health care provider, or any other person? No. 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. Yes need to obtain new equipment and set up for safe administration to patient. 3. If not answered in question #2, what was the medication administered to the patient? Unknown. 4. Is the event date known? 10/15/23. 5. Is the product code/sku known? Unknown. 6. Is the lot number known? Unknown.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.